Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, "the foot would not close and there were consequences to the patient". As the foot did not retract, the device was pulled out with the foot open and the artery was damaged. Surgery was performed to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure due to the need for surgical intervention due to artery damage. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture on the needles when the plunger was removed¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, resistance was felt during the attempt to remove the device. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Resistance was felt during the attempt to remove the device. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na